Event description:
It was reported that during an ovarian vein embolization procedure, a partial deployment occurred and the coil was protruding from the catheter. Vascular access was obtained using an internal jugular approach. Another manufacturer's 5 french .035 catheter was selected for the embolization procedure and the catheter was flushed using intermittent flush. This 6mm x 40cm .035 interlock 2d coil was introduced into the catheter for deployment. The coil became partially deployed (approximately 30%) when the coil became stuck in the catheter ad was protruding from the end of the catheter. The physician was unable to pull or push the coil and the entire system had to be removed together and start over. The procedure was completed with a different size 5 french .035 diagnostic catheter and .035 interlock coils. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during an ovarian vein embolization procedure, a partial deployment occurred and the coil was protruding from the catheter. Vascular access was obtained using an internal jugular approach. Another manufacturers 5 french .035 catheter was selected for the embolization procedure and the catheter was flushed using intermittent flush. This 6mm x 40cm .035 interlock 2d coil was introduced into the catheter for deployment. The coil became partially deployed (approximately 30%) when the coil became stuck in the catheter ad was protruding from the end of the catheter. The physician was unable to pull or push the coil and the entire system had to be removed together and start over. The procedure was completed with a different size 5 french .035 diagnostic catheter and .035 interlock coils. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and visual inspection found that the coil and delivery wire were returned inside the introducer sheath. The introducer sheath was inspected and the twist lock was fully opened. The delivery wire was kinked inside the introducer sheath and the proximal end of the delivery wire was damaged and appeared to be rippled/pulled. The coil interlocking arm was attached to the interlocking arm of the delivery wire inside the introducer sheath. The coil was advanced through the tip of the introducer sheath with resistance due to the kinked delivery wire. Upon removal the coil was inspected and no anomaly was noted. The delivery wire was inspected and severe kinks were noted along the length of delivery wire. Microscopic inspection was performed and it was determined that there were no damages noted to the interlocking arm of the coil and the interlocking arm of the delivery wire had no damages, the zap tip shape and surface of the coil was smooth, and the zap tip shape and surface of the delivery wire was smooth. Dimensional inspection found the coil dimensions to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause was determined to be user related as a non-compatible catheter was used in the procedure. The .035 interlock dfu states the interlock - 35 fibered idc occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter. And "the use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device." (B)(4).

Manufacturer narrative:
(B)(4).